Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The generator drive board, power signal board, and the snubber board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had an overheat error message and would not boot up. There was no patient injury or death reported.